Event description:
Suspected false positive sars result for 1 symptomatic consumer. The consumer communicated they believed the result to be false because their spouse tested negative with an unspecified test method. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.